Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a device malfunction or deficiency reported for this event. Therefore, the completion of a clinical investigation is not warranted at this time.

Event description:
This peritoneal dialysis (pd) patient¿s spouse reported he was admitted to the hospital on (B)(6) 2026. The diagnosis is unknown, however; blood cultures were completed and peritonitis is suspected. The spouse is unsure how the patient would have got an infection. Attempts to obtain additional information were unsuccessful. The patient¿s diagnosis was not confirmed. It was not determined if the patient was diagnosed with an infection.